Event description:
Customer reporting a complaint on product 2790/2791. Customer states that they witnessed a patient incident where a patient that was restrained with 2790/2791 was able to rip free of the restraint. Customer states that the restraint was properly applied. No patient incident or injury was reported

Manufacturer narrative:
H3 the tm noted a conversation with ed manager. After interviewing the ed managers, it was confirmed that part 2790 was not salvaged. However, they also confirmed the limb holder did not fail. The anchor strap had slipped from the patient¿s constant thrashing. No overhand knot was used to secure anchor points. The IFU and online IFU video have been sent to the customer as reference for proper application. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The application instructions state: thread the end of the strap over the top, around the frame, at least once, and through the two d-rings. Bring the strap back over the first ring and through the second d-ring, or attach with a quick-release tie. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the d-ring. IFU warnings state: some patients may require additional interventions in conjunction with a restraint in order to prevent injury to self or others. 1.if the patient pulls violently against the bed straps. 2.to reduce the risk of the patient getting access to the line/wound/tube site. 3.to prevent the patient from flailing or bucking up and down and causing self-injury. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).